Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs (troponin t hs) result for 1 patient sample tested on the cobas 8000 - cobas e 602 module. The initial result was reported outside of the laboratory. On (B)(6) 2022 at 4:22 pm, the initial result was 589 ng/l. The first repeat result at 5:19 pm was 467 ng/l. On (B)(6) 2022, the second repeat result was 544 ng/l. The reagent lot number is 55308501. The expiration date was requested but not provided.

Manufacturer narrative:
MDR codes were updated.

Manufacturer narrative:
Two sample tubes from the same patient were received for investigation. There were some small visible clots in one of the sample tubes. An aliquot in a sample cup was taken for measurement; the clots were left in the original sample tubes by pipetting. The investigation was able to reproduce the customer's results. The investigation did not identify a product problem.